Manufacturer narrative:
The insulin pump had unresponsive bolus express, esc and act buttons due to moisture damage on the keypad traces. The operating current test was unable to be performed as well as the verification of the battery our limit alarm and the battery change too slow due to unresponsive buttons. There was no moisture damage on the electronics assembly during visual inspection. The device had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and shifted end cap sticker.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 185 mg/dl. Customer stated that they are in (B)(6) and went into the swimming pool with the insulin device on them. Customer advised they received a battery out limit alarm and are unable to clear it. Troubleshooting for the battery out limit alarm was performed. Customer replaced the battery and the alarm continues. Customer advised the buttons are unresponsive and they are unable to clear out the alarm. Troubleshooting for the keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.